Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected the snap-cap and septum for anomalies and none were found. Ran the occlusion test and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that during the night, her insulin pump ran out of insulin and she could not get it redone. Customer has been trying all morning but she still gets a no delivery alarm. Customer stated that she changed the reservoir and infusion sets twice. Customer stated that she took the pump off and went back to sleep. Customer woke up and tried to refill it but it wasn't working. Customer's blood glucose was 246 mg/dl at the time of the incident. Customer stated that the insulin did not exit the tubing. Customer was advised to assemble a new infusion set with the current reservoir. Customer stated that the insulin did not exit the tubing. Customer was advised to try a new reservoir with the current set. Customer was advised that changing the reservoir resolved the issue.